Event description:
It was reported that the customer was admitted in the emergency room. No glucose level was reported. No troubleshooting was performed as nurse did not have supplies. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.